Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on internal clinical assessment, the relationship of the device to the identified conduction disorder was deemed to be unknown. The event was therefore reported in a conservative manner. The complete manufacturing and material records review confirmed that this valve satisfied all material, visual, and performance standards required for a perceval sutureless aortic heart valve model # pvs27 at the time of manufacture and release. As the device remains implanted no further investigation is possible at this time. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive a permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. (Dawkins et al., 2008). The range of pacemaker implantation for patients exhibiting conduction disease after aortic valve replacement is between 3 - 6 %. (Huynh et al., 2009). This event is therefore a known, inherent risk of the procedure. Dawkins s, hobson ar, kalra pr, tang at, monro jl, dawkins kd; permanent pacemaker implantation after isolated aortic valve replacement: incidence, indications, and predictors. Ann thorac surg. 2008 jan;85(1):108-12. Huynh h1, dalloul g, ghanbari h, burke p, david m, daccarett m, machado c, david s. Permanent pacemaker implantation following aortic valve replacement: current prevalence and clinical predictors. Pacing clin electrophysiol. 2009 dec;32(12):1520-5.

Manufacturer narrative:
Device not explanted.

Event description:
A pvs27 was implanted on (B)(6) 2015 via median-sternotomy. Post-dilatation ballooning was done. On (B)(6) 2015, the patient had a pm implant due to av block iii. Based on internal clinical assessment the event was determined to be possibly valve related.